Event description:
It was reported that noise had been observed on the right ventricular lead at an unknown date. The lead was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
(B)(4). Final analysis found an insulation abrasion at 19.7cm to 20.0cm from the connector pin, exposing the outer coil. The abrasion was consistent with constant friction to another implantable device. This damage likely contributed to the reported noise.